Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as an additional proglide device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery and calcified left common femoral artery was attempted using two proglide devices via a pre-close technique with a 6fr sheath prior to an endovascular aneurysm repair (evar). Reportedly, cuff misses occurred with one proglide in each leg, likely due to the calcified anatomy on both sides. Reportedly, the sutures of two new proglide devices were pre-placed and the evar procedure was performed. The sutures from the successfully placed proglide devices were used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.